Event description:
User experienced issues with multiple assays for two days. Approx 150 pt samples were involved. The following four pt examples were provided. Sample 1 initial glucose result 60 mg/dl, repeat 293 mg/dl. Sample 2 initial bicarbonate result 499 mmol/l, repeat 35 mmol/l. Sample 3 initial glucose result <30 mg/dl, repeat 98 mg/dl. Sample 4 initial glucose result <30 mg/dl, repeat was approx 200 mg/dl, but user could not give actual result. User believes erroneous results may have been released. Pts were not adversely affected. The field service representative determined the cause to be the rinse mechanism tubing popping off the waste manifold and replaced all the tubing. Performance tests were performed which were within specifications.